Manufacturer narrative:
Evaluated 6 opened/used reservoirs. Performed a visual inspection checked barrel, no coloring inside the barrel(no physical damage). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir discoloration anomaly. Customer's blood glucose level was unknown. Customer advised the reservoir tube turned brown and they worried about using the reservoir in the future. Customer was advised a replacement reservoir would be sent out.